Event description:
The customer noticed smoke coming from the rear vent of the device during use. The patient was moved to another machine where treatment continued. There was no allegation or report of patient injury or harm with respect to this event.

Manufacturer narrative:
A baxter engineer was dispatched to the customer site and performed an initial inspection. The engineer confirmed that the secondary power supply unit had burned out, resulting in smoke damage to the internal casing and components. The device is scheduled for exchange by UK technical service, where it will be examined and evaluated during an in-depth investigation. The device was initially evaluated in-situ and will be exchanged and transported for examination and evaluation during a subsequent in-depth investigation. Although the actual device involved in the incident was evaluated during a preliminary evaluation performed in-situ, a further in-depth investigation will be performed. 'Result' and 'conclusion' will be provided in a follow-up submission upon receipt of the results. The device history record review confirms that there were no shown indicators which could be related to the reported issue. The device was manufactured in 2009 and met all specifications prior to release.